Event description:
It was reported that the patient underwent direct lateral interbody fusion (dlif) and open lumbar fusion at l3-l5 with posterior fixation devices and bone graft/vertebral spacer. The patient presented three days post-op with unspecified symptoms. Reportedly infection was ruled out. Wound irrigation occurred two days later. Additional information has been requested from the user facility. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B) (4): the suspect device was not identified, therefore, the manufacturer is unable to determine the suspect device at this time. No product was returned for evaluation. No imaging films or test results were provided. With the available information, a cause or contributing factor could not be identified.